Manufacturer narrative:
After the incident, the patient reported no issues with the hi functioning. Investigation and follow up aiming at determining circumstances of the incident, impact on the patient and the potential source of the issue have been initiated. Additional information will be provided upon availability.

Event description:
The patient experienced loud noise exposure, after which the patient heard a loud sound in the hearing aids and then all sound got really quiet. There are concerns over decreased hearing. The patient didn't report any other symptoms.

Event description:
The patient experienced loud noise exposure (hammer hitting metal), which caused the patient to hear a loud sound for a brief moment, but the sound was quickly muted by the his. The incident was initially reported due to concerns over patient's decreased hearing. However, it was clarified that the patient did not experience any clinical signs and symptoms and did not require medical intervention. Patient's hearing has not been impacted due to this event.

Manufacturer narrative:
The follow up established that the patient heard a hammer hit metal and the loud sound was quickly muted by the his for a brief moment. Afterwards, the his worked again (amplified sound) as normal. This indicates that the control measures aimed at protecting the patient from too high sound exposure functioned as intended in the described situation. Patient did not experience pain or any other symptoms and did not require any medical intervention due to this event. The hearing test was performed after the incident and there was no change in patient's hearing observed. The patient is currently wearing the his without any issues. The manufacturer excludes adverse event and considers this incident as non-reportable.